Event description:
While replacing the atrial lead, this lead was capped because it had "moved" and the physician chose to implant a smaller lead in a more desirable vessel. This lead was capped as a possible back-up lead since the physician has no complaints against the functionality of this lead.